Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist decided to remove the implant at surgery time because it did not achieved primary stability and the implant was not replaced at surgery time. Implant was installed in intraoral region #7 and patient had bone type iii.